Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that while running the axsym digoxin iii assay, an invalid test result code: coefficient too low was generated (code number not given). The customer stated that after ultracentrifugation, error code#1062 (invalid test result, read precision) was generated. There was no impact to pt mgmt reported.